Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the following events: intraoperative perforation, open conversion, and intraoperative death. The reported type iiia endoleak is refuted as there was greater than a 6.0cm overlap observed on the event imaging. The clinical assessment also determined that there was evidence to reasonably suggest the following observations which were not included in the event as reported: stent migration of the suprarenal cuff and placement of a non-afx stent within the left iliac portion of the main body stent at implant (adjunctive therapy for unknown reason). These findings were discovered during the review of the non-diagnostic images and the (B)(6) 2017 CT from 46 months post implant. Contributing factors most likely include: anatomy related stent migration of the suprarenal cuff and procedure/user related right iliac perforation, intraoperative loss of blood, hypotension, conversion to open repair and patient death. The manufacturing lot review confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system.

Event description:
The patient was initially treated with the afx abdominal aortic aneurysm stent . Approximately five (5) years post initial procedure, an endoleak type iiia was detected through CT scan and angiogram. On (B)(6) 2018, the patient was relined with an ovation main body, five (5) iliac limbs, and a cook 18 french (fr) sheath (non-endologix); during the implantation, the right iliac artery was perforated with the 18 fr so three (3) iliac limb were placed to seal the tear and the patient was reported as stable. The physician decided to perform a cut down to explore the perforated iliac artery, and at that time the patient became unstable and the physician converted to open repair to explant all the devices. The physician clamped off all arteries but the patient's pressure continued to drop, and the patient finally expired on the operating table. Additional information received per clinical assessment refuting the reported type iiia endoleak. Rather, additional events of stent migration of the suprarenal cuff and placement of a non-afx stent within the left iliac portion of the main body stent at implant (adjunctive therapy) were confirmed.